Event description:
It was reported that balloon deflation failure occurred. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced with no issue and was inflated with a contrast ratio of 50/50. However, it was noticed through fluoroscopy that the balloon twisted. Inflation device was released to deflate the balloon, but the balloon failed to deflate. Multiple attempts were made to deflate the balloon using the inflation device with no success. The balloon was intentionally inflated up at 20 atmospheres to burst and to remove from the patient. The device was completely removed along the wire and there were no patient complications reported.